Manufacturer narrative:
No death, serious injury, or other serious adverse events were reported. The IFU has precautions for handling radiation. The batch record review was found to be manufactured accordance with the approved specifications. The device was returned to sirtex for investigation and was replicated and described in the report as likely due to a poor glue joint at the a line connection. A retrospective MDR has been filed out of an abundance of caution due to the potential for serious injury should the full dose not be able to be administered.

Event description:
The delivery set was flushed according to IFU prior to starting the administration. After the 2nd aliquot, the delivery set started leaking where the a line comes out of the "y" intersection. A pooling of liquid the size of a quarter was observed. We stopped the administration and had to re-draw the dose.